Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer experienced elevated blood glucose (bg) levels displayed as "high"; although specific bg values were not provided. Customer administered a correction injection to address bg's. The customer will continue to use the current pump for insulin therapy.